Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found a diagnostic anomaly that diagnosed a sinus tachycardia as a ventricular tachycardia (vt). The erroneous vt episode was in the monitor zone thus no therapy was delivered. No interventions or patient symptoms were reported.